Event description:
During a morning inspection in a room, the customer reported that the device had the service indication. The facility biomed went to the room to check the device and heard a ¿big pop¿. The device would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.the removed therapy pcb assembly was further evaluated in the failure analysis center where the cause of the reported failure was determined to be a shorted diode, designator cr44 which caused extensive damage on the board.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and found that the device powered on properly and had event codes in the memory. However, the device would lose power when the charge button was engaged. The device could not provide defibrillation therapy in the observed condition. Physio isolated the cause for the problem to the therapy pcb and will replace the part to resolve the observed failure. Physio will repair the device and return it to the customer after confirming proper device operation through functional and performance testing.